Event description:
This file is being reported based on the FDA MDR malfunction precedence "flexor kinked/ stretched/ broke/ compressed". When they wanted to use the graft in the wire guide, the catheter plicate on one specific place. "As per complaint form": the catheter has kinked, like twist on itself. It broke in 2 parts.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered "similar." Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2018. Flexor was found to be broken. As per customer testimony "the complaint occurred when doctor wanted to introduce the catheter into the channel of endoscope so no contact of the stent with the patient." Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1538630 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1538630; upon review of complaints this failure mode has not occurred previously with this lot #c1538630. The instructions for use ifu0062-5 which accompanies this device instructs the user to "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use ( ifu0062-5). Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to device handling while feeding device onto the scope. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The customer complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered "similar" cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is being reported based on the FDA MDR malfunction precedence "flexor kinked/ stretched/ broke/ compressed". When they wanted to use the graft in the wire guide, the catheter plicate on one specific place "as per complaint form": the catheter has kinked, like twist on itself. It broke in 2 parts.